Event description:
Reporter alleged the customer received a result of 179 mg/dl, result on the compact system compared back to back, within 10 minutes, of a result of 49 mg/dl on the hospital system. Reporter stated that the customer was already on a feeding tube and more food was inserted into the customer's tube. No other actions were reported taken or treatment received. The suspect product was not returned to the manufacturer for evaluation.